Event description:
A 49 yr old white g0 female status post bilateral 220cc surgitek gels subglandular inframammary for augmentation, 7/27/83. No history of trauma and size, pain but complains of occasional thumb and hip arthralgias, stress-related headaches, mild memory loss and irritable bowel syndrome. Otherwise healthy.